Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: a review of the black box and alarm history showed a call service 078. The pump was powered on and a cs 078 call service alarm occurred. Further performance testing was not able to be completed due to the call service alarm. During a visual inspection of the pump, multiple cracks were observed in the battery compartment. A leak test was performed and a leak in the battery compartment was found. The pump¿s cover was removed and moisture corrosion was found on the motor flex connector and transceiver board inside the pump. The motor failed due to moisture damage. Unrelated to the complaint, investigation revealed the display was dim and discolored; the pump case cover was cracked between the corner of the display lens and case seal.